Manufacturer narrative:
On 02/25/2013, the device was returned for eval. The catheter was confirmed to be cracked, which has been established as a reportable occurrence. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Investigation eval: our eval of the returned product confirmed the report. There was a crack in the catheter approx 137cm from the hub. There was also a kink approx 139cm from the hub. The wire guide could be removed from the device and a visual inspection found no damage to the wire guide. A product-specific discrepancy that could have cause or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the most likely root cause is failure to apply negative pressure or lubrication. The user stated that they did not apply negative pressure or lubrication which is against the instruction for use. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and device preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
On (B)(6) 2013, the following info was provided: low rectal tumor stenosis passable by a gastroscope. They decided to dilate using a hercules balloon. Unable to get the dilation balloon out of the endoscope channel despite using a gastroscope (2.88mm). They used a balloon made by another company instead. The following add'l info was provided: because of the localization of stenosis (near the anus), the endoscope was not bent. The physician placed the endoscope in front of the stenosis and put the balloon into the endoscope's accessory channel. The balloon was pushed through without problem until the end of the endoscope. The balloon never came out of the endoscope tip. The physician pulled it away and used another balloon from another company to complete the dilation without problem. The pt is fine no section of the device detached inside the endoscope or pt. The info provided did not reasonably suggest a reportable event had occurred.